Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. Four (4) months after the procedure, a single leaflet device attachment (slda) was diagnosed during a routine examination. The device had detached from the tricuspid septal leaflet, and remained attached to the posterior leaflet (p1). Reintervention was performed twenty-one (21) days later to stabilize the detached device. However, the attempt was unsuccessful and had to be aborted. The patient is scheduled for another reintervention with non-edwards devices. The initial tricuspid regurgitation (tr) grade before the index procedure was severe, tr after the index procedure was moderate, and tr after the slda occurred was severe.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned for evaluation, as it remained implanted in the patient. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The complaint for "implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure" was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Due to limited information, a definitive root cause was unable to be determined. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.